Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that due to the patient's condition requiring long-term intravenous fluid therapy, their vascular access was compromised. Making peripheral venous access challenging. On september 6 at 18:00, an ultrasound-guided PICC line placement was performed in the brachial vein of the right upper limb. During the procedure, the patient experienced hand twitching, complicating guidewire advancement. The needle was withdrawn for repositioning, but the guidewire broke incompletely during removal. A vasculitis specialist was consulted, who performed a subcutaneous tissue incision and suture exploration to locate the guidewire tip and extract it. The distal end of the guidewire was intact. The patient currently has a sutured wound measuring approximately 3 cm on the right upper limb, with daily dressing changes.